Event description:
It was reported that the mattress inflated like a balloon (inflating to much). There was no patient on the mattress that moment. No injury was reported. The field action was performed on the mattress before the complaint.

Manufacturer narrative:
The cause of the automatt over-inflation is incorrect circulation of the air in automatt sensor pad (mattress base) due to inner tube damage. The tpu tube (p/n nmb513) may break over time due to the extruding force of the silicone tube and the external bending force. The photos provided showed that the membranes were pierced through. The mattress was tested without any weight on it and the automatt overinflated. When the weight was applied of 90kg, the automatt overinflation did not occur. The technician's simulation confirmed the customer's allegation (the mattress overinflation without patient on it). The simulation also confirmed that a punctured grommet membrane allows air to escape and there is no risk of the automatt over-inflating when the patient is lying on the mattress. In summary, the nimbus professional mattress did not meet its specifications since the automatt sensor pad was faulty. No patient was involved when the reported issue occurred. No injury was claimed. The complaint was decided to be reportable due to the nature of the failure (automatt overinflated).